Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was able to be confirmed. The modular cable (lot number: 6903885) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 10 days (03jan2024 ¿ 12jan2024, 18jan2024 per timestamp). Events captured on 18jan2024 took place at abbott. Driveline_comm_fault alarms were active on 12jan2024 at 01:06:28 ¿ 11:16:46 due to com_a faults. The alarms did not clear until the driveline was disconnected. The driveline was disconnected on 12jan2024 at 11:16:46 and the controller was shut down at 11:17:35. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The modular cable was connected to a mock loop with the returned system controller and was able to operate a pump with no alarms active. During further testing, the cable underwent continuity testing and did not pass. The cable was stripped to inspect the condition of the underlying layers, and multiple wires were found to be damaged with the green (com a) wire nearly completely severed. The wires were gently pulled and were able to easily separate. The root cause of the reported event was conclusively determined to be caused by damage to the modular cable wires. The device history records were reviewed for the modular cable and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. Heartmate 3 lvas IFU and patient handbook are currently available. The IFU and patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with a driveline communication fault with plans to exchange the controller and modular cable. The products were exchanged without incident and the alarms resolved.